Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that caller had questions on lack of atrial pacing during a ventricular tachycardia (vt). Boston scientific technical services (ts) discussed that this was normal device operation. It was also noted that right ventricular (rv) lead impedance had been trending downward on this defibrillator. High rv output was also noted. Ts also recommended monitoring the lead as it was aging. Further information indicated that high, out-of-range impedance measurements occurred on the rv channel and that the patient had a history of inappropriate therapy for supraventricular tachycardia. The device settings were modified to optimize device function. The lead was later surgically abandoned and the device was electively expanted. No adverse patient effects were reported.